Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that the infusion set tubing had come apart due to a stress or pull event on (B)(6) 2026. The location of insertion is left abdomen. The infusion set had been in use for two days no further information available.